Event description:
It was reported that the pt was very satisfied after the implantation, till the last month. He gets the impression that when he turns his head, he cannot hear. Most of the time the pt is able to hear well, but sometimes he hears nothing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.